Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Access was obtained via the left femoral artery. The 100% stenosed lesion being treated was located in the severely tortuous, moderately calcified posterior descending artery (pda). Using a pt2 guide wire, the lesion was predilated with a 2.5x20mm and 3.5x20mm non-bsc balloon catheters. The physician advanced a 3.50x32mm promus element stent delivery system (sds) through an unknown restenosed stent and resistance occurred. It was then noted that the stent had moved off of the balloon to the distal tip but remained on the delivery system. The sds was successfully removed and the procedure was completed by implanting two unknown stents. No patient complication were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Access was obtained via the left femoral artery. The 100% stenosed lesion being treated was located in the severely tortuous, moderately calcified posterior descending artery (pda). Using a pt2 guide wire, the lesion was predilated with a 2.5x20mm and 3.5x20mm non-bsc balloon catheters. The physician advanced a 3.50x32mm promus element stent delivery system (sds) through an unknown restenosed stent and resistance occurred. It was then noted that the stent had moved off of the balloon to the distal tip but remained on the delivery system. The sds was successfully removed and the procedure was completed by implanting two unknown stents. No patient complication were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found that the stent had moved on the balloon. The stent is damaged and severely stretched and is now 5.4cm in length. Kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).